Event description:
The complainant reported that an implanted impella 5.5 pump could not go higher than p-2 without encountering suction issues. The decision was made to place an impella rp flex pump for additional support, but the patient subsequently passed away following bipella implant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
The investigation of low pump flow has been completed. The impella device was not returned for evaluation. Low pump flow: data log reviewed: no motor current (mc) spike outside of p-level changes and initiation of impella support observed. Suction alarms observed. Position unknown alarms seen. Placement signal (ps) trending down. The cause of low pump flow most likely was patient condition related due to right ventricle failure.